Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 170 mg/dl. The customer stated that the numbers ramping. The customer stated that there is no significant events leading to the keypad issue. . The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.